Event description:
It was reported that one day post-op of a laparoscopic appendectomy procedure, the patient returned with a elevated temperature, signs of infection and leakage. It was discovered that the staple line was not complete. The device didn't staple all the way across part of the tissue leaving a hole and causing a leakage of stool into the abdominal cavity. The original load was in the stapler, and it was taken out of service after the incident so it was not reloaded. An additional stapler was used with the vascular reloads (white). The original device was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.